Event description:
During product service by a service technician, a flo-gard infusion pump was found to have an f-66 alarm. There was no patient involvement, injury, medical intervention, or adverse event associated with this report. No additional information is available.

Manufacturer narrative:
(B)(4). (B)(6). The device was serviced on-site by a field service technician as part of a preventive maintenance. This is an ancillary service event. During the review of the alarm logs and power on self test, f-66 alarm has been found. The cause of the f-66 alarm was determined to be an inoperative sensor board. No repairs have been performed. If any additional relevant information is received, a follow up MDR will be sent.